Event description:
It was reported that: "cup loosened, pt leg felt unstable. X-ray taken and cup was loose. Dr used a zimmer cup and liner to replace old. Used on head as before."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. The lot code of the reported device, x-ray and medical records were requested, but not provided. If add'l info becomes available, the eval summary will be submitted in a supplemental report.